Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-2317-70: serial number: (B)(4), batch/lot number: 21022526/5024576, model/catalog description: infinion cx lead kit, 70cm. A review of the manufacturing documentation for the products revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient was complaining numbness on the foot and was experiencing increased pain after an implant procedure . The patient underwent an explant procedure.